Event description:
Caller states that customer was just put on insulin and after first day she felt incoherent. Customer reportedly dosed the insulin as prescribed. Caller atates that they called the doctor due to results on the device and symptoms and were advised to 'get used to the new medications'. Customer tested at 34mg/dl. On her device and at 130mg/dl on a different device no quality control were used. Requested retrun of suspect device and rpelacement was sent.